Event description:
Reporting on welch allyn flexiport disposable blood pressure cuff. Hospitalized at (B)(6), (B)(6) 2015. Every time my blood pressure was taken, the cuff hurt my arm a lot! One time, the nurse obviously didn't have the cuff placed correctly, because one side overlapped the inner portion of my elbow and left a burning pressure mark that took a few days to fade away. Nurses said other patients had complained also. In follow up with my own physician at (B)(6), same thing happened. Doctor opined that it was because my blood pressure was high, but even when it wasn't, the cuff hurt. I don't know if nurses don't know the correct size to use on my arm, if the pressure coming from the machine is too strong, or what else might be wrong, but I don't believe this is a good outcome. Even with high blood pressure, the old-style cuffs never hurt this way. If it happens again, I am going to have to refuse to have my blood pressure taken.